Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized due to stoma site bleeding. A gastroscopy was performed, and the bleeding blood vessel was sutured. The bleeding subsequently resolved. The amount of blood loss was unknown, and it was unknown if the patient received any other interventions for the blood loss.